Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report low audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. A speaker resistance test was performed and the test passed. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found contamination on the speaker. The reported event of low audio output was confirmed. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4)